Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported patient device interaction problem could not be determined. It is possible a partial capture occurred; however, this cannot be confirmed. The reported surgical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery with three proglide devices using the pre-close technique via an 6f sheath hole prior to an interventional thoracic endovascular aortic repair (tevar) procedure. The sutures of three proglide devices were successfully pre-placed. The sheath was upsized to a 24f sheath and the tevar procedure was completed. Reportedly post procedure, the suture knots of the proglide devices were successfully advanced to the vessel wall and tightened (worked as intended); however, complete hemostasis was not achieved as significant blood oozing was noted. To achieve hemostasis, a surgical cutdown was performed and a patch was placed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.